Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement.

Event description:
(B)(4) had lvp8100 failed pressure calibration. Display board- segment dim. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed calibration process with willie and found out his pressure calibration set was expired. I recommended willie to replace pressure calibration set. Assisted with a part number. (B)(4) will order a new set and use it to perform pressure calibration.